Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient was unable to specify when the alleged issue began. The patient claimed obtaining a blood glucose reading of ¿189 mg/dl¿ on the subject meter which she felt was high compared to her feelings and/or normal results. The patient manages her diabetes with oral medication (glyburide, unknown dose), diet and exercise and advised that she took an extra two pills of glyburide in response to the alleged inaccurately high result. The patient reported that approximately two days prior to the alleged issue beginning, she developed symptoms of feeling ¿sweaty and disorientated.¿ the patient claimed, that on an unspecified date in april, she attended the doctor¿s office and was advised by her doctor to take ¿two more pills¿ when her blood glucose readings are high. There was no indication that the patient received medical treatment for an acute blood glucose excursion. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms indicative of severe hypoglycemia whilst using the subject device. The alleged issue could not be ruled out as a cause or contributor to the onset of symptoms.